Event description:
Pt admitted, draped, prepped in the usual fashion, and procedure begun in the usual fashion. The cervix was grabbed with the tenaculum, and the cervix was dilated per normal, per surgeon during the procedure. The hysteroscopic cannula/sheath with telescope, light cord, camera, with normal saline all attached to the cannula for entry and visualization purposes. The first os (opening from the uterus into the fallopian tube) was identified, and the essure applicator with coil implant was opened and placed through the hysteroscopic sheath in the os per the surgeon and the implant uncoiled as per procedure. The second os was then identified, and another essure applicator and coil implant was opened, as there was only one implant in the first box, instead of two. The implant and the applicator were then inserted through the sheath per md and upon visualization, the implant/coil was already uncoiled and there was a white material appearance was noted. The surgeon then removed the defective implant and applicator, and evaluation of the cervix and uterus was performed per md. No evidence of tissue injury, nor any other pt injury noted. The paperwork, labels, box, packaging were kept, for followup. The procedure continued and another new box with new applicator and implant was utilized, in the same manner as previously indicated without event. Nursing coordinator for gynecology, charge rn, reprocessing manager rn all were notified and the follow-up began. No patient harm.